Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('old dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), hypersensitivity ("frequent allergic reactions (to various foods or medicinal products)"), face oedema ("facial oedema") and asthenia ("severe asthenia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, hypersensitivity, face oedema and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, dysmenorrhoea, face oedema and hypersensitivity with essure. The reporter commented: lot number unknown, sample was available. Asthenia prevented her from carrying out her usual physical sports activities. Most recent follow-up information incorporated above includes: on 24-dec-2019: the case will be deleted from bayer pv database. Nullification reason: as per follow-up information received, this case was identified as a follow-up to case 2017(B)(4). All information has been transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('old dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), hypersensitivity ("frequent allergic reactions (to various foods or medicinal products)"), face oedema ("facial oedema") and asthenia ("severe asthenia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, hypersensitivity, face oedema and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, dysmenorrhoea, face oedema and hypersensitivity with essure. The reporter commented: lot number unknown, sample was available. Asthenia prevented her from carrying out her usual physical sports activities. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.